Event description:
Resident was being transfered from chair to bed with lift. Resident was over bed being lowered when the lift stopped, jerking movements began, then the lift quit. The emergency button was pushed as well as the lowering button on the control. The lift started then quit. Then without touching any buttons, the lift lowered the resident to the bed. Resident suffered from redness in the right groin area. One person involved.